Event description:
It was reported that during a customer visit, the status led of the autopulse nimh battery did not light and the autopulse platform did not operate at all with this battery. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.